Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unknown. User facility medwatch (B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. (B)(4).